Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal dilaudid 50mg/ml at 49mg/day. The indications for use were non-malignant pain and chronic low back pain. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. All electromagnetic interference (emi) was ruled out for the cause of the stall. The logs were read, and it was confirmed that a motor stall occurred on (B)(6) 2016. Tube set occurred on (B)(6) 2016 at 1749. The remainder of the event logs was confirmed to be normal. The patient reported an increase in pain. The pump was in minimum rate mode, and the patient was supplemented with another form of medication. The critical pump alarm was silenced "last week" (from (B)(6) 2016). The patient had a pump refill earlier that day on (B)(6) 2016 prior to the motor stall. The patient began hearing the audible alarm on (B)(6) 2016. The patient experienced a hot sensation around the pump area with a sudden onset that began (B)(6) 2016. It was a constant sensation, and it was "getting hotter." The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.